Manufacturer narrative:
Date sent: 9/11/08. Info not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the ultrasonic tissue dissector has come into contact with a plastic transvaginal tube causing minute fragments of plastic to disperse throughout the pt's abdomen when used. The report goes on to say that the action of the ultrasonic tissue dissector against the plastic transvaginal tube causes the dessication of the plastic causing foreign body contamination of the abdomen. Unk how case was completed.